Event description:
It was reported that prior to starting a da vinci prostatectomy procedure a monopolar curved scissors instrument was not recognized. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument passed an instrument recognition test on an is1200 system. Additional observation not reported was the tube extension pad printing was removed. The removed areas were .051 - .112 in length. Failure analysis concluded the pad printing removal was likely due to improper cleaning. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; pad printing removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.